Event description:
An aneurx stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm, approximately 6 years ago. It was reported that the patient presented with a type iii endoleak between the bifurcated stent graft and aortic cuff. The aortic cuff did not move and remained level with the renal arteries. The bifurcated stent graft has migrated 7 cm and was in the aneurysm sac. Currently the sac is 7 cm in diameter. A recent CT demonstrated that the aortic neck is 28 mm in diameter, 15 degree angle and it was 4 cm long. The physician believes that there might have not been enough overlap between the bifurcated stent graft and the aortic cuff. The physician implanted an endurant bifurcated stent graft from the right side level with the renal arteries covering the previously placed stent grafts. The physician also elected to reline the other previously implanted stent grafts with an endurant contralateral limb on the left side and an ipsilateral extension from the right side. This successfully resolved the migration and type iii endoleak. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Related to operational context (insufficient overlap), operational context contributed to event (insufficient overlap).